Manufacturer narrative:
The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported may be consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was not returned for evaluation. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
A consumer reported that his doctor changed his contact lenses and recommended use of a multipurpose solution. The consumer reported developing allergic conjunctivitis and reported that the conjunctivitis subsided after switching solutions. Consumer reports that the multipurpose solution was used in conjunction with the peroxide care system; mainly, consumer rinsed lenses with the multipurpose solution after using the peroxide care system. Consumer visited eye care practitioner who diagnosed giant papillary conjunctivitis (gpc) and prescribed lotemax. The doctor reported that the patient is recovered and indicated it is unknown if the event is related to a specific product. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.